Event description:
Reported due to thrombus formation and surgical procedure. The physician attempted an arteriotomy closure with a perclose proglide device following a diagnostic procedure. The arteriotomy site was confirmed in the right common femoral artery under fluorsocopy and the vessel condition was reported to "look good." The device was inserted and deployed without difficulty. Reportedly "the knot locked not on the artery." The device was removed without difficulty and according to the phsysician, "the knot was about 1.5 mm above the arteriortomy site." Hemostasis was achieved with manual compression. Reportedly, prior to the procedure, decreased distal pulses were documented via doppler. A heparin drip was started at 1,000 units/hour. After the procedure the pt was transferred to the cardiac care unit and three hours later bilateral femoral and popliteal pulses were "excellent" via doppler. Later that evening the doppler study was repeated and found the right femoral pulse was "lost." The pt was taken to surgery where a thrombectomy was performed. Reportedly the pt did "fine." Discharge status and current pt condition is unk.